Event description:
Follow-up information was received on (B)(6) 2016. It was noted that the patient was seen by the neurosurgeon in 2007 regarding the high impedance. X-rays were taken but not sent in for review and the assessment states no fracture as viewed by radiologist. It appears that the physician was debating on the efficacy versus performing the revision surgery and had decided to possibly wait. The patient has not been seen by this facility since 2007 so no further details are known.

Event description:
A call was received on (B)(6) 2016 from the patient's mother that the device was disabled several years ago due to broken leads but the exact date was not known.

Manufacturer narrative:
.

Event description:
Programming history database periodic review was performed. A high impedance event has been verified from a review on (B)(6) 2015. On (B)(6) 2007 a system and normal mode diagnostic was performed and both resulted in high lead impedance. No further programming history is available. Follow-up with the patient's physician at that time showed that he was aware of the high impedance and referred the patient to a neurosurgeon. No additional details on interventions taken are known at this time.